Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reported first name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 60 bd plastipak¿ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: the reporter stated there was oily substance inside the syringes. The issue occurred during setup/ preparation.

Event description:
It was reported that 60 bd plastipak¿ syringes experienced foreign matter within the fluid path. The following information was provided by the initial reporter: the reporter stated there was oily substance inside the syringes. The issue occurred during setup/ preparation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-nov-2022. Multiple unused samples were provided to our quality team for investigation. The product was visually inspected and there was no evidence of lubricant or any other oily substance found within any of the devices. A device history review was performed for reported lot 2207072, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the reported lot and verified to be within required limits. Testing was performed on the provided samples, all results were found to be within the required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Silicone cam be visible due to poor distribution inside the barrel. Given there was no evidence of any substance in the provided samples and device records do not indicate any issue related to the reported event, we cannot identify a definitive root cause related to our manufacturing process at this time. H3 other text : see h10.